Manufacturer narrative:
Analysis of programming.

Event description:
During a review of programming history for this patient's device, a programming anomaly was observed. On the date of implant, (B)(6) 2004, a faulted system diagnostic test occurred which resulted in a change to the patient's settings. A final interrogation was performed; however the settings were not changed at that time. At the patient's next appointment on (B)(6) 2004, the patient was reprogrammed and left at intended settings.